Event description:
Hospital ER. Personnel responded to a pt diagnosed as bradycariac. The pt was connedted to the device with disposable pacing/defibrillation/ECG electrodes and pacing/defib adapter for external pacing, but accoridng to the reporter, the device would not pace the pt.another device was immediately called for and used and no adverse affects to the pt were reported as a result of the alleged malfunction.